Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump would not turn on. The blood glucose was 200 mg/dl at the time of the incident. Customer advised to call back after locating the insulin pump to perform troubleshooting. The insulin pump will not be returned for analysis.